Event description:
In 2008, the pt reported that his infusion device shut down without warning and his blood glucose elevated to 300 mg/dl. He stated that the power pack had been in use for "a little over 1 week." He stated that he was aware of the recall and stated that "without a doubt I was using one of the old batteries." He was advised to dispose of all recalled power packs. He stated that he is out of power packs and will use injection therapy to lower his blood glucose to the 100 mg/dl range. Corrected power packs were sent to the pt. The pt did not retain the alleged power pack. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No prod will be returned for eval.

Manufacturer narrative:
No prod will be returned for eval.